Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge frequency and urge incontinence. It was reported the patient¿s son stated the patient¿s urinary tract infections were associated with not being able to completely void. It was also noted the patient had a big issue of diarrhea on (B)(6). The patient noted it was a bowel accident. The patient thought it was related to her antibiotic. It was noted the patient began the trial on (B)(6). Additional information from the consumer on (B)(6) reported that was explaining she had some pain in her back, but the consumer said she had previous back issues before the procedure. The caller also mentioned that he repositioned her on the couch and the pain subsided. The caller mentioned that the antibiotic that she was on currently was still causing loose stool. There were no further complications that have been reported as a result of this event.